Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. No further testing could be completed due to unresponsive keypad/button. The insulin pump had cracked reservoir tube lip.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer received the alarm when he put the battery into the pump. Customer's blood glucose level was 197 mg/dl. Customer has not treated and was trying to use the pump to bolus. Customer also had a keypad anomaly on the insulin pump. Customer stated that it had been in the cabinet and it was just sitting there. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.